Manufacturer narrative:
E: initial reporter facility: (B)(6) medical campus. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 14 jan 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer board had no lights on. A field service engineer fse ran hardware test application hta and no cubies were detected found incorrect lights on the drawer controller replaced both drawer controller boards and reseated all row board and pyxibus cable connections and the drawer began showing cubies and became fully functional. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 not detected on bus. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.